Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation and the locking bar likely left biomet conforming. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-08901 & 0009610576-2014-00024).

Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to a loosened locking bar. During the procedure, it was noted the locking bar fractured. Patient did not retain any fractured fragments and the tibial bearing and locking bar were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation february 3, 2015. Evaluation of the returned locking bar found indentations that suggest the locking bar was initially seating in one location and then backed out to a different location after some time. The nose of the locking bar broke off and it appears to be the piece that is embedded in the poly liner. It cannot be determined if the nose broke off and then the locking bar backed out, or if the locking bar backed out and then the nose broke off. A dimensional analysis was performed on the returned locking bar and all dimensions that could be checked were found to be conforming.